Event description:
Patient's legal counsel reported patient underwent an initial left hip arthroplasty on (B)(6) 2006. Legal counsel reports patient underwent a revision procedure on (B)(6) 2007 due to patient allegations of pain. It was further reported patient underwent a revision procedure on (B)(6) 2008 due to patient allegations of pain and to remove trochanteric wires and excise the trochanteric bursa. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent an initial left hip arthroplasty on (B)(6) 2006. Legal counsel reports patient underwent a revision procedure on (B)(6) 2007 due to patient allegations of pain. It was further reported patient underwent a revision procedure on (B)(6) 2008 due to patient allegations of pain and to remove trochanteric wires and excise the trochanteric bursa. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes dated (B)(6) 2007 reports patient was revised due to pain. Revision op report notes the posterior capsular repair had not healed, a defect posteriorly, joint fluid, inflammation, thickening and scarring of the anterior capsule, and the cup showed only fibrous ingrowth. The femoral head was removed and replaced; the acetabular component was removed and replaced with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-04123 / 04124).